Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013 it was reported that the patient's vns device had high impedance with a dcdc code of 7. The patient has been referred for surgery; however, no surgery has occurred to date. Attempts for additional information are underway, but no other information has been provided.